Event description:
It was reported that the user experienced prolonged high glucose with multiple alerts above 300 mg/dl while using the ilet system, confirmed by a fingerstick of 278 mg/dl and cgm readings up to 308 mg/dl, with the excursion later peaking at 369 mg/dl; the user had recently changed the infusion site and reported consuming a dessert, then entered a larger-than-usual meal announcement and calibrated the cgm. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis, and no professional medical intervention or assistance was required. Outcomes included temporary impact due to high glucose that returned to normal later the same day, with no hospitalization or long-term sequelae. Investigation included case review, user follow-up, and device use assessment. Investigation of this case revealed a user-related precipitant consistent with dietary intake and subsequent correction attempts, with no evidence of device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate but consistent with user-related factors contributing to hyperglycemia.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.